Event description:
A customer reported that the battery of their t:slim x2 pump would not charge. There was no reported impact to the customer¿s blood glucose level. After attempting to charge the pump using a non-tandem wall adapter and a tandem charging cable, the issue was resolved. Technical support informed the customer that using third-party charging supplies is not recommended unless for troubleshooting purposes. It was acknowledged and understood by the customer, and technical support arranged to send a replacement tandem wall adapter by two-day shipping.